Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Additionally, it was reported that the pump date was inaccurate; cause was unknown. The customer's blood glucose level ranged between 237-384 mg/dl. A new cartridge was successfully loaded and customer corrected the date to address the issue.